Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
(B)(4). Reason for surgery: sui; stage ii pelvic organ prolapsed. Concurrent procedure: cystoscopy; posterior vaginal repair. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection and urinary problems. It was reported that the patient underwent removal of mesh, urethrolysis and cystoscopy on (B)(6) 2010 due to pelvic pain, urinary urgency and frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and frequency.